Manufacturer narrative:
The insulin pump had a blank display due to moisture damage to the electronics assembly. The insulin pump also had moisture damage on the motor. No moisture damage was noted on the keypad assembly, battery tube, or vibrator assembly. The functional tests could not be performed due to the blank display. The insulin pump was received with a cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the display window and a scratched reservoir tube window.

Event description:
The customer reported via telephone call that the insulin pump was exposed to sweat and that it looked like it "was having an electrical storm." The customer had a low blood glucose and did not recall the blood glucose reading, but was treated with glucagon. The blood glucose was 89 mg/dl after treating. The customer reported that she kept the insulin pump in her bra. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.